Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 20024715. Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 2000017070/19645397.

Event description:
It was reported that patient underwent a system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.